Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3290 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by tm "customer is not sure about the wire. Wire could have potentially broken off inside patient." No other information was provided.